Manufacturer narrative:
The ICD was reinterrogated and no error codes were noted and the ICD appeared to be operating normally. The pt will be followed.

Event description:
Event description cpi received information that at a follow-up appointment at a new clinic the patient's implantable cardioverter defibrillator (ICD) was exhibiting an error code that indicated the ICD underwent multiple resets. It was also noted that the last automatic capacitor reformation occurred in february of 1997 (automatic capacitor reformations should occur every 90 days). The error code was cleared and the ICD was reprogrammed with two manual capacitor reformations. It is suspected that previous error codes may not have been cleared prior to patient being presented at the new clinic. If previous error codes were not cleared and the ICD was not reprogrammed, the automatic capacitor reformation function would be disabled.